Event description:
Pharmacist reported a possible over infusion with two 6060 pumps and 2m9858 pump tubing lot# r04f26081. Report of several over infusion was made but details available on only two events. Each time tie total bag volume is 2950 ml - 2800 ml with 150 ml overfill. Infusion rate is 233 ml/hr over 12 hours. The first report on 408560hr was pump-alarmed bag empty and indicated 2700 ml. Infused. The second report on 407156hr was pump-alarmed bag empty and indicated 2575 ml infused. Patient has received 2950 ml less the prime volume. Pharmacist stated last infusion was run using a different lot number and patient's parents have not reported an over infusion.